Manufacturer narrative:
The customer completed the surgery robotically with 3 arms with no reported injury. No site visit was conducted. The system was working properly and no additional action was required. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: an universal surgical manipulator (usm) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the operating room (or) staff had difficulties removing a monopolar curved scissors (mcs) instrument on arm 3 as the instrument was bent. The or staff removed the mcs instrument with the cannula. They resumed surgery with 3 arms. The mcs instrument could not be removed from the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 16-feb-2022 and obtained the following additional information: the procedure was completed with three arms of the robot. The instrument (mcs) was retrieved from the arm with the trocar. There was no consequence for the patient. The instrument was blocked because it had not been correctly put in the axis. The procedure was completed as planned. The suture was completed with the three arms. The instrument could be removed from the trocar.